Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection, magnetic functionality and force tests of the returned device were performed. Visual inspection revealed that the rocker arm was detached from the handle and the pebax was broken. The device was connected to the carto 3 system, and the device was visualized and recognized correctly, no icon jumping was observed; however, error 106 appeared on the system due to an open circuit at the tip area. A manufacturing meeting was request to investigate the root cause of the broken pebax condition and define if it was related to the manufacturing process or not. After the manufacturing investigation, the root cause of the broken pebax remains undetermined but is confirmed not to be related to any manufacturing processes, equipment, or environmental conditions under our control. A manufacturing record evaluation was performed and no internal actions related to the reported complaint condition were identified. The error 106 observed could be related to the force and icon jumping issue; the device handle broken, and the force and icon jumping issues reported by the customer were confirmed. The potential cause of the rocker arm detached could be related to the manipulation of the device during or after the procedure, however, this could not be conclusively determined. The potential cause of the open circuit could not be conclusively determined. The instruction for use contain the following recommendations: do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode, or damage the contact force sensor and affect measurement accuracy. The carto® 3 system instructions for use (IFU) contain the following information: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. This product issue will be addressed through johnson & johnson medtech's quality system. Explanation of codes: investigation findings: fracture problem (c070603) / investigation conclusions: cause not established (d15) / component code: actuator (g04002) were selected as related to the fallen rocker arm issue reported by the customer. Investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the force errors and icon jumping issues reported by the customer. Investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: cause not established (d15) / sleeve (g04115) were selected as related to the hole in the pebax issue identified by the bwi pal. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a break in the pebax. It was initially reported by the customer that the catheter steering knob on the handle fell off during the procedure. In addition, the icon was jumping on the carto 3 system and would not zero. The cable was replaced without resolution. The catheter was replaced and the issue resolved. There was no patient consequence. The customer's reported force, jumping icon and broken handle issues are not considered to be MDR reportable since the potential risk that these could cause or contribute to a serious injury or death to the operator or patient is remote. On 23-jan-2025, the bwi pal revealed that a visual inspection of the returned device found the pebax broken. Based on these findings, the event was reassessed as an MDR reportable malfunction since the integrity of the device was compromised.